Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. Visual analysis of the returned sample revealed that only it was received, an empty straight pack that pertained to product code m8706. As the sutures or needles were not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that patient underwent an av fistula procedure on (B)(6) 2023 and suture was used. During the procedure, the needle popped off of the suture. A new suture was used to complete the case with no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the total number of products involved in the procedure? 3x 6-0 c-1 prolene that popped off (only 2 of both needles available for evaluation. Popped off needles are the ones with no sutures, the pair to those have suture that was cut short with scissors. What is the lot number? Part of multipack lot spbcpr (m8706); lot number for 8706h spbbzu investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. Visual analysis of the returned sample revealed that only it was received, an empty straight pack that pertained to product code m8706. As the sutures or needles were not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: 2210968-2023-06322 and 2210968-2023-06323.